Event description:
A gynecare tvt-o and anterior and posterior prolift kit were placed in me. Shortly thereafter, the mesh became infected-resulting in a vulvar abscess and subsequent mesh erosion. I then developed a recto-vaginal fistula as a direct result of this horrible prod. In short, this prod is extremely dangerous and has ruined my life. It needs to be removed from the market. Medical mesh is not safe. Diagnosis or reason for use: rectocele and cystocele. Slight incontinence.